Event description:
It was reported that the device exhibited no bipolar or unipolar ventricular capture at 7.5 v, 1.0 ms. The physician suspected perforation. The patient was not pacemaker dependent. Capture and sensing were good after the lead was repositioned.